Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument associated with this complaint and completed its investigation. Failure analysis was able to confirm the customer reported event of wire snapped. Visual inspection was conducted and the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis evaluation if were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci assisted hysterectomy procedure, the tenaculum forceps instrument was found to have wires snapped. The procedure was completed successfully with no reported patient harm or injury.